Event description:
Between 4/15 and 4/18, 9 patients experienced fever and chills while on dialysis. 4 patients' blood cultures were positive for psedomonis. All nine patients were dialyzed on the same dialyzers, reprocessed with renalin. The number of reuses on the devices ranged from 6 to 27 uses. A reuse carb is used and the dialyzers were manually filled with renalininvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 9.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.